Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The report suggests that after an infusion, the nurse noticed a slight leakage from the maxzero piston. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer report of a recessed piston was confirmed. Visual inspection of the set noted that the blue silicon piston is recessed inside the clear casing. There were no other anomalies was observed. Functional testing resulted in the female luer of the maxzero component; in each instance a secure connection was formed and the blue piston relaxed back to its original shape following disconnection. The root cause was due to a core pin mismatch in the top component causing the valve to become caught inside the component.

Event description:
The report suggests that after an infusion, the nurse noticed a slight leakage from the maxzero piston. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.